Manufacturer narrative:
A titan pump, and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Two separations were noted in the bladder of cylinder 1. These were both sites of leakage. Both separations had a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. Due to the brief period of time in-vivo, and as the two separations appear near each other, quality concluded that the separations noted most likely were due to needle sticks which may have inadvertently occurred during the closure at implant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D4 lot# 7050987.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, leak was discovered in left cylinder. The device was revised/replaced.